Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker was told by the clinic there was something wrong with this device. Patient was advised to call health care professional (hcp). This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable pacemaker was told by the clinic there was something wrong with this device. Patient was advised to call health care professional (hcp). This device remains in service. No adverse patient effects were reported. This event has been deemed non-reportable as additional information received indicates that there were no issues with the device. The clinic was just experiencing issues in transmitting which has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.